Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and log files. Our fse (field service engineer) was on-site to investigate the issue further and did not find any malfunctions. There is no further information.

Event description:
Manufacturer's ref.#: (B)(4).